Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and unable to recover. A field service engineer (fse) investigated main drawer 5.2 due to opening difficulties. Fse inspection revealed that the slide bearing cage and ball bearings had dislodged and failed. The issue was resolved by replacing the entire drawer assembly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed drawer was unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.